Event description:
It was reported to covidien on (B) (6) 2009, that a customer had an issue with a dialysis catheter. Customer states that there is a crack in the pt's adaptor. The crack is down the seam line of the adaptor. This catheter needed to be pulled and replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.